Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra mini meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began (B)(6) 2011 at approximately 5pm. The patient reportedly manages her diabetes with insulin (unknown type and dose) and is a self adjuster. It was not clear what actions the patient took in response to not being able to test her blood glucose due to the reported issue. The patient claimed she developed symptoms of "sweating and dizziness" one hour after attempting to use the meter and reportedly denied receiving any form of medical treatment. It was however noted that the patient consumed more food/drink in response to not being able to test at approximately 5pm on that same day. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and the batteries did not need to be replaced based on the meter's specifications of use. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.